Event description:
Customer reported receiving erratic readings from their adc blood glucose meter. Customer reported receiving readings of "lo" (below 20 mg/dl) and 307 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. Visual inspection was performed on the returned meter and no issues were observed. Meter powered on with button depression and insertion of strips. All results were within range specification and no errors were observed during control solution testing. The reported test strips have not been returned. Extended investigation has been performed. An extended investigation was performed for the reported complaint and determined that there was no indication that the product did not meet specifications. The device history record (DHR) for the precision strips was reviewed and the DHR showed it passed all tests prior to release. Retain testing was performed for precision strips and all units performed in the specification and passed. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the strips are returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give numeric value for readings less than 20 mg/dl. A "lo" display message indicates a reading less than 20 mg/dl. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings from their adc blood glucose meter. Customer reported receiving readings of "lo" (below 20 mg/dl) and 307 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.